Event description:
Tee demostrated large lobulated mobile thrombi on both right and left sides of the device. Long thrombus only and projected to mitral valve. No other clotting abnormality found. Surgery performed to explant device in 1999. Thrombi was discovered on device.